Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+1.0/080 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to the lens tore during delivery into the eye. There was no patient injury. The lens was exchanged for another same model/length lens and the problem was resolved. The cause of the event was unknown.